Event description:
It was reported that the handpiece began overheating during a tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The customer declined to return the device. The handpiece is not available for investigation.